Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) a few months prior per their physicians request as they were paced at 51 beats per minute (bpm) for the previous three days. Their resting heart rate dropped to 45 bpm. Additionally, this patient discussed that at some point they walked through a metal detector that was off and this patient felt the effect in this pacemaker for two days. Additionally, this patient had a small magnet within one foot of this pacemaker for 10 seconds and felt the effect for two days. This patient is concerned that the pacemaker is stuck in asynchronous pacing and not reverting back to normal pacing. Technical services (ts) discussed electromagnetic interference (emi) with this patient. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.